Event description:
Customer reported that he had high blood glucose. Customer stated that he was having problems with his transmitter keeps saying lost sensor. Customer stated that he removed the sensor to check it and noticed that the sensor cannula was missing. Advised customer to make sure the sensor cannula did not remain in his body and to follow up with his doctor as needed. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor. Performed a visual inspection and found the sensor cannula was retracted inside of the sensor base, also no broken cannula was found during analysis; unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.